Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. There was still medication in the pump at the time of disconnection, and the pump had to be reconnected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.